Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer could not charge the pump with the wall adapter and usb cable. The pump was able to be charged successfully with an alternate wall adapter and usb cable. The customer¿s blood glucose was 352 mg/dl. Replacement wall adapter and usb cable sent to customer.